Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had experienced low blood glucose readings. Customer was calling in stated that she needed to report a vehicle accident she was in. Customer's blood glucose was 35 mg/dl at the time of the incident. Customer's current blood glucose is 113 mg/dl. Customer treated with glucose tablets. Customer has been experiencing low blood glucose and fighting hypoglycemic episodes for about 4 years. Customer was advised to disconnect from the pump. Customer stated that the drive support cap appears normal. Customer was stated that she just took glucose tablets and was doing fine. Customer stated there was no need for the paramedics. Customer was advised to monitor the pump and her blood glucose.